Manufacturer narrative:
Follow-up (B)(6) 2016: customer reported that bg levels stabilized. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump fill estimate was noted to be inaccurate. Customer also reported experiencing intermittent elevated blood glucose (bg) levels up to 500 (mg/dl) and delivered a pump bolus. Reportedly, customer attributed elevated bg levels to pump settings and is in contact with their health care provider to adjust settings. During troubleshooting with tandem technical support, customer indicated they were unsure of how much insulin had been loaded into the cartridge. It was recommended that customer reload cartridge and change infusion site; however, customer declined.